Manufacturer narrative:
(B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event was unknown. The patient was treated with cefazolin (1 gram, intraperitoneally, daily) and ceftazidime (1 gm, intraperitoneally, daily) for 14 days. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. No additional information is available.